Manufacturer narrative:
Device location unknown.

Event description:
It was reported patient had a revision procedure two months post-implantation due to infection. Initial surgery was conducted on (B)(6) 2017 and revision surgery was conducted on (B)(6) 2017. Attempts to obtain additional information have been made; however, no more information is made available. Tm revision shell is the only tmt design controlled part.

Manufacturer narrative:
Device history records were reviewed for tm revision shell component and no deviations or anomalies were found. No device or photos were received; therefore the condition of the device is unknown. The reported components were reviewed for compatibility with no issues noted. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history is unknown. Attempts were made to obtain additional information. No further details were made available. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported patient had a revision procedure two months post-implantation due to infection. Attempts to obtain additional information have been made; however, no more information is made available. Tm revision shell is the only tmt design controlled part. Initial: (B)(6) 2017. Revision: (B)(6) 2017.